Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Manufacturer narrative:
Medwatch sent to FDA on 02/09/2016. Additional information: describe event or problem.

Event description:
Additional information: the patient has not returned to the injecting physician's office and is under the care of their son, a physician. The son spoke to the injecting physician about the patient's symptoms noting the patient is "very pleased with the result." When the injecting physician asked "if it was palpable," the son responded saying "it was not palpated and it was visually satisfying."

Event description:
Healthcare professional reported approximately 12 months after injection to the nasolabial folds with juvederm ultra xc patient was hospitalized for pneumonia and again a month later for appendicitis. Approximately 6 months later, patient developed "foreign matter reaction" involving "granuloma in all injection site" and "induration and slight edema" at the nasolabial fold. Patient was treated by their son, a physician, with an oral corticoid. The injecting physician treated the patient with lymecycline and diprospan and symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "granuloma," induration, edema, and infection are physiological complications and analysis of the device generally does not assist allergan indetermining a probable cause for these events. Device labeling addresses the reported events of granuloma, induration, edema, and infection as follows: see scanned pages.